Manufacturer narrative:
Product remains implanted in the pt. Eval is pending.

Event description:
On (B) (6) 2009, the sales representative reported that during surgery, the surgeon was final tightening with a final driver when the set screw stripped. The surgeon did not explant the speedlink. There was no surgical delay. This malfunction has resulted in an adverse event in the past.